Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument got bent and/or broke, and it was stuck in the cannula. The site used x-ray to search for broken fragments, and none appeared on the x-ray. It was noted that the site did not need a back-up instrument because the issue occurred at the end of the case. Per the reporter, no fragment fell inside the patient. The procedure was completed with no report of patient harm, injury, or adverse outcome. On 11-dec-2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the clinical sales associate (csa) was not present during the surgical procedure. The csa had confirmed with the surgeon that no fragment fell inside the patient, and there was no patient harm. The csa could not provide any further information at the time of the call. On 21-dec-2020, isi obtained the following additional information regarding the reported event: the operating manager also confirmed no fragment fell inside the patient, and there was no patient harm.

Manufacturer narrative:
The force bipolar instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument grip tips were not found bent or broken. The instrument was also manually placed through an in-house cannula and did not get stuck upon removal. The root cause of this failure cannot be traced to the device. Additional finding not reported by site: the instrument was found to have a broken grip cable at the proximal end inside the housing. The root cause of this failure is attributed a component failure.